Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the device would not fire. Changed to another one to continue the procedure but the same problem happened again. Changed to a new one to complete the procedure. There was no patient consequence reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2026. D4: batch #unk. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cec45a device was received for analysis with no apparent damage and with a cecr45w reload(b) and a cecr45d reload(c) present. The reload(b) was received partially fired 1/16 with the reload pan partially dislodged from right proximal side, the reload(c) was received unfired with reload body damaged. During further test, it was noticed no sound for feed back on closing trigger closed, and the device could not fire. No functional testing could be performed due to the condition of the device. The device was disassembled to investigate further, and the release button spring was noted to be out of position causing the device could not fire. Regarding the partially fired reload(b), it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Regarding the pad dislodgment of the reload(b), it is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the release button spring out of position and the reload damaged. A manufacturing record evaluation was performed for the device lot/batch e25100019, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.